Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure interference in the image was confirmed, the reported failure loose cable was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occurred, the charged coupled device (r-unit) was broken, the fibre bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, the protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (loose cable) , cause linked to device but unable to trace more specifically (stripes in image occurred) and cause not established (the charged coupled device (r-unit) was broken, the fibre bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, the protector of the video cable section was cut.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic presented interference in the image and loose cable. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure interference in the image was confirmed, regarding the customer allegation loose cable it was not confirmed in the inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur and was accompanied interference in the image. Regarding the new reportable findings found in the investigation based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.